Event description:
It was reported the ICD had premature battery depletion. Review of device data information noted an abrupt drop in ventricular pacing impedance, to < 200 ohms, accompanied by farfield atrial oversensing. The devices were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: the device met 39% of its projected longevity. It was fully functional and there was no high current drain, which indicates there is no problem with the device. There is also no evidence of a problem with either battery cell. Without knowing the history of the programmed settings of the device throughout its service time, there is no way to determine why the device's longevity did not match the predicted model.